Event description:
Customer called to report that the unicel dxc 600 synchron system gave cartridge chemistry (cc) error messages showing that the cc cuvette was not dry before the first reagent was dispensed. Customer also stated that liquid was found in the dip tray underneath the reagent probes. The field service engineer (fse) inspected the instrument and replaced the reagent t-valve and hamilton valve. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no patient results were affected and that no one was harmed by the instrument issue.

Manufacturer narrative:
(B)(4).